Manufacturer narrative:
The manufacturer received information regarding a ds2adv CPAP device. The patient reported that his lungs are burning and is nauseous to the point of vomiting and headaches due to the smell coming from the device. The patient also reported seeing smoke and flames. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information of the user of dreamstation 2 with allegation of bad odor from the device and burning lungs, nausea, vomiting headache, short of breath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report reporter country was not captured, it has been updated in this report to reflect the correct information.

Manufacturer narrative:
The manufacturer received information regarding a ds2adv CPAP device. The patient reported that his lungs are burning and is nauseous to the point of vomiting and headaches due to the smell coming from the device. The patient also reported seeing smoke and flames. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device has not yet been returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.